Manufacturer narrative:
The event documented in this complaint was received by ew from the transcatheter valve therapy (tvt) registry during quarter 2 of 2025 for the sapien xt, sapien 3, sapien 3 ultra and sapien 3 ultra resilia valve. This event was identified to have occurred more than 1-year post-index procedure. Therefore, the event does not meet FDA's summary reporting exemption (e2016006) criteria for tvt registry adverse events. The device identification (di) numbers for the 29mm edwards commander delivery system is (B)(4). The edwards instructions for use (IFU) for transcatheter heart valves (thv) list cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures) as a potential adverse event associated with the overall transcatheter valve replacement (tvr) procedure. An atrial septal defect (asd) is an opening in the wall that separates the right and left atria of the heart. These defects allow abnormal blood flow (shunting) between the atria. A large asd can lead to pulmonary over circulation and overwork the right side of the heart, which, if left untreated, may result in pulmonary hypertension, congestive heart failure, irregular heart rhythms, and an increased risk of stroke. While most asds are congenital, some can develop later in life due to trauma, degenerative valve disease, or complications from cardiac procedures. One type of acquired asd can occur during procedures such as transcatheter aortic valve replacement (tavr), where trauma from displaced calcium or the valve may create a defect extending from the aortic annulus into the atrial septum. These trauma-induced asds may vary in size; small defects may be asymptomatic and go unnoticed, while larger ones may require closure with a septal occluder or, in rare cases, surgical repair. In contrast, an iatrogenic asd (iasd) is intentionally created during transseptal cardiac catheterization, a technique commonly used to access the left side of the heart from the venous system for diagnostic or therapeutic procedures, like tvr. This involves puncturing the atrial septum, resulting in a controlled and typically small defect. Most iasds close spontaneously within weeks to months. Persistent iasds are generally small and asymptomatic, requiring only routine monitoring. In rare cases, symptoms such as shortness of breath, palpitations, or neurological events occur, and may require closure with a device or surgical intervention. Following the tvr procedure, the decision to close the iasd or allow it to heal naturally is at the physician's discretion and is typically based on clinical and procedural factors such as the size of the iasd and the degree of shunting. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes patient screening, gaining transseptal access, handling during advancement, and atrial septostomy management during final procedure evaluation. According to the training manual, the use of a septal occluder may be considered to close the septal puncture if any of the following conditions are present: significant right-to-left or bidirectional shunting; a history of stroke with concomitant pacemaker leads; or a significant left-to-right shunt in the presence of severe right ventricular failure. In this case, there was no allegation or indication an ew product malfunction contributed to this adverse event. In this case, asd defect closure due to transseptal catheterization occurred 445 days post-implant. It is unknown if the event was related to the edward's devices or patient co-morbidities. No additional information was provided, and no additional investigation is possible. Due to the limited information available, the definitive cause or contributing factors for this event cannot be determined. The available information does not reasonably suggest there was a malfunction of the edwards device or that the use or misuse of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
This complaint was opened from thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 2 of 2025 for the sapien 3, sapien 3 ultra and sapien 3 ultra resilia valve. Multiple events were identified to have occurred more than 1 year post-procedure or where the thv was implanted the tricuspid position. This report is for an atrial septal defect (asd) closure due to transseptal catheterization serious injury event 445 days post implant of a 29mm edwards sapien 3 valve in the mitral position for a 67-year-old male.